Manufacturer narrative:
(B)(4). The issue was confirmed as missing digits on the display. The display card and battery were replaced. Performed function check and compliance test were then in accordance with the manufacturer's data.

Event description:
It was reported that the unit was missing digits on the display. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).